Event description:
Event description to summarize the clinical event, we understand that difficulty was experienced during implant of this crt-d and lead system. Following lead placement, an attempt was made to insert the v pace/sense terminal pin into the device header, however a setscrew was tightened and caused a blockage of the port. Following loosing of the setscrew the terminal pin could not be inserted. During setscrew manipulation, the torque wrench became stuck. Both the lead and device were removed. A new system was successfully implanted however the patient had a high defibrillation threshold. One week after implant, a procedure was performed to address the patient's high defibrillation threshold. Follow removal of the leads from the device to conduct integrity tests, the patient went into asystole. The patient was treated with CPR for approximately 30 minutes and was revived.